Event description:
Patient representative reported patient experienced ¿pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages¿ and ¿suffering, and inconvenience;¿ these events are not related to the device. Device was explanted.

Manufacturer narrative:
Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "leak, swelling, a knot" and "concerned about breast implant associated anaplastic large cell lymphoma (bia-alcl)." Device remains implanted.